Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.